Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The study was perfomed over the past 10 years - device likely discarded at hospital.

Event description:
It was discovered while reading an allograft article that one patient in the study had a csf leak following the initial operation which resulted in a second procedure.